Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple instances of an event code. The customer indicated that the device would also go to an all white screen upon boot up. This white screen is indicative of a device lock up. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. After additional examination, physio-control determined that the cause of the reported issue was the ui pcb assembly; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.